Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021 during a procedure, the 4.2mm drill bit broke during drilling and the protection sleeve was bent and unable to pass through the hole to place the screw. The end of the broken drill bit remained in the patient and could not be removed. There is no further information available. This report is for one (1) 4.2mm three-fluted drill bit qc/needle point/145mm. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6- the drill bit ø4.2 calibr l145 3flute (p/n: 03.010.104, lot number: 76p4306) was received at us cq. Visual inspection of the complaint device showed the tip of the device was broken. However, the reported condition for embedded device was not confirmed since no such evidence was provided. Additionally, some scratches were observed along the device surface. The complaint was confirmed as the device was received broken, but the reported condition for embedded device could not be confirmed. No definitive root cause could be determined based on the provided information. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot : part: 03.010.104, lot: 76p4306, manufacturing site: bettlach, release to warehouse date: 23 november 2020. A manufacturing record evaluation was performed for the finished good lot and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.